Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing had no patient connection. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20063004. It was reported that tubing was open-ended having no patient connection. Comments: there was no end to connect to the patient. The tubing was open. It looks like the patient connection was cut off.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing had no patient connection. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20063004 it was reported that tubing was open-ended having no patient connection. Comments: there was no end to connect to the patient. The tubing was open. It looks like the patient connection was cut off.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of missing male luer could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500, lot number 20063004 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05-jun-2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.